Event description:
Lcp distal femoral condylar plate implated 04/15/2005 with bone graft and norian product, for a supracondylar right femur periprosthetic fracture. Plate was noted as broken as revealed by x-rays in 2005. Plate was noted as broken and showed no evidence of loosening and had maintained excellent purchase of the bone. Subject device was removed in 2005.